Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband was reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 439 mg/dl. The current blood glucose was also same. The insulin pump will be returned for analysis. Customer also reported that, the serter was broken and not releasing set when serter is loaded and buttons are pressed. Customer treated with getting insulin through the pump. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Customer declined to continue to troubleshoot for high blood glucose because he had to go he stated he will call us back to continue. The insulin pump will not be returned for analysis.